Event description:
It was reported to target that during a procedure, the clear distal portion of the fastracker-18mx catheter detached inside the body and had to be removed by endovascular snare. The pt's condition was unchanged.